Event description:
It was reported that a patient presented in clinic after receiving inappropriate therapy due to far-p oversensing. Data collection was needed for reprogramming recommendation. The patient will be monitored for now.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.